Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the calibration results are within the specified ranges. The qc target means and ranges were not provided, but the results show a 3 mmol/l higher recovery for level 1 after the event, and a 1 mmol/l difference for level 3. The alarm trace contained sample probe abnormal aspiration, sample short, and sample foam detection errors. These are indicators of possible poor sample quality. The field service engineer investigated the event, but was unable to replicate it. He cleaned the vacuum nozzle, primed the reagents, performed ion-selective electrode (ise) checks and ise precision testing, replaced the sample probe, replaced and conditioned the electrodes, and again performed ise checks, wash rack, calibrations, and qcs. The cause of the event could not be determined. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable sodium electrode results from two patient samples tested on the cobas pro ise analytical unit. The reporter stated that the initial results from the analyzer were 8-9 mmol/l higher than the repeat results from the other unit. Delta checks prompted the patient sample rerun. The repeat results were deemed correct.

Manufacturer narrative:
The sodium electrode serial number is (B)(6), with an expiration date of 26-sep-2026. The investigaiton is ongoing.